Event description:
Boston scientific received information that, after a software upgrade, loss of capture (loc) of four to five beats was observed during a commanded threshold test after the end button was pushed. Technical services (ts) was contacted. Ts indicated this was likley due to telemetry wand insulation damage, which interfered with the signal. Ts suggested replacing the wand. There were no adverse patient effects reported.

Manufacturer narrative:
This programmer remains in service. At this time there is no additional information. Should additional information become available this report will be updated.